Event description:
The patient experienced an episode of diabetic ketoacidosis and was taken to the emergency department by the parents. No additional information was provided in the initial report. Multiple follow-up attempts were made. On 02 march 2026, one parent reported that the event was not related to the omnipod system and attributed it to the patient entering incorrect carbohydrate values. The parent advised contacting the other parent for additional details. Further outreach attempts were unsuccessful, and an email opt-out for both parents limited communication options. It remains unknown whether a pod was worn at the time of the event, and no additional clinical information was obtained regarding the medical encounter, diagnosis, symptoms, treatment, pod performance, or pod-site observations.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.